Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip was advanced to the valve. Gripper orientation was completed. Partially through the procedure once 3-4 grasping attempts had been made, the posterior gripper failed to respond resulting in the posterior gripper no longer raising. Troubleshooting was attempted but not successful. A replacement xtw mitraclip was then attempted to be implanted, but was removed. It was ultimately decided by the implanting team that due to the mitral annular calcification present, and the lack of mr reduction despite the xtw grasp, that the patient would better benefit from surgery. The procedure was then aborted and the clip was removed without difficulty. There were no adverse patient effects and no clinically significant delay.